Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed on this partial lead. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing was normal. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damages.